Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a peeling keypad overlay, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the keypad is coming off. The blood glucose reading is 125 mg/dl. The insulin pump will be replaced. Nothing further reported.